Event description:
It was reported that an insertable cardiac monitor (icm) incision site appeared to be infected. The healthcare provider indicated that the incision integrity may have been compromised after the patient reportedly removed the dermabond prematurely. As a result of the suspected infection at the incision site, removal of the insertable cardiac monitor has been planned. No issues related to the function or performance of the icm were identified. The icm was explanted; no additional adverse patient effects were reported. The icm was retained by the hospital and will not be returned.